Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's sister reported via phone call of customer's hospitalization for high blood glucose levels. The sister states the insulin pump has not been working. The customer states they are not sure if the device got wet. The customer was advised of replacement policy, and will be calling back when the device is on hand, along with hospitalization information.